Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A device history record review revealed no issues that could have caused or contributed to the event. The device was found within specification in relation to the reported device powers off with no input which was not reproduced during evaluation. Multiple events of improper shutdown were verified through a review of the event history log. However, an "improper shutdown!" Message occurs when all power sources become disconnected from the pump and the log cannot be used to determine if power was manually disconnected. The evaluator found the pump to function as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off with no user input. There was no patient involvement. No additional information is available.